Event description:
The physician had an electrosurgical handpiece in one hand and a metallic device in the other hand. The physician activated the electrosurgical handpiece against the metallic object and received a burn through the metallic object.

Manufacturer narrative:
The user was performing a technique commonly known as 'buzzing the hemostats'. This is where a user will activate an electrosurgical handpiece against a metallic object, typically a pair of forceps, to obtain hemostasis. As electricity will travel in the path of least resistance, if a physician is holding the metallic object (which is very conductive), there is a chance that the physican will feel this energy and receive a burn. There is no indication that the generator did not perform as intended. However, at this time, the generator will not be evaluated by conmed. If this should change, the evaluation results will be forwarded to the f.d.a. Not returned by customer.